Manufacturer narrative:
The investigation for the automated impella controller (aic) purge issue has been completed. In the ¿case start¿ wizard, before connecting the pump, the console recorded 'piston blocked,' which resulted in repeated pud reset. Although the cassette was removed and reinserted several times, the piston block issue was never resolved, and the console displayed 'purge system failure (piston blocked) ¿ alarm,' which remained unresolved on this console per the data logs. This confirmed the reported failure mode. This console was tested. Dextrose residue was confirmed behind the purge cassette insert and the purge motor gasket. After cleaning the dextrose, purge system failure alarm did not occur. The root cause of the purge system failure alarm was dextrose deposited between the purge motor gasket and behind the purge cassette insert.

Event description:
The user facility reported that a purge failure occurred involving an automated impella controller (aic). The aic was swapped and the issue resolved. There was no patient harm.